Event description:
It was reported that the pump shut off unexpectedly. There was no adverse impact to the customer's blood glucose level. Customer was advised on battery best practices, instructed to monitor pump performance, and to call back if issue persisted, with no pump data upload completed at time of report.